Manufacturer narrative:
An adverse event without identified device or use problem was reported with a pericardial effusion and cardiac tamponade. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. Unexpected medical interventions were a result of case-specific circumstances, as medication was administered and a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath. The procedure was described as very challenging, involving difficult femoral puncture access and a transseptal puncture performed with electrocautery, which also presented access difficulties. The transseptal puncture was ultimately achieved at a postero-inferior location after some unsuccessful attempts. Positioning of the sheath was complicated due to the challenging transseptal puncture. Imaging indicated that the left atrial appendage was of windsock morphology, with a minimum diameter of 26 mm and a maximum diameter of 33 mm on angioct, with a mean measurement of 29 mm. The procedure could not be completed successfully due to the size of the appendage. During manipulation of the prosthesis, a pericardial effusion was detected, and the procedure was subsequently suspended. A mild pericardial effusion was noted prior to the procedure, which was natural to the patient. During the procedure, the effusion was observed in the left atrial appendage and progressed to cardiac tamponade. The effusion was resolved with pericardiocentesis and medication. The physician believed the effusion was related to anatomical difficulty in inserting the delivery sheath in the femoral region, specifically attributing it to the sheath rather than the device itself. Activated clotting time (act) levels were above 300, and 5000 units of heparin were administered during the procedure. The patient was in sinus rhythm and was not on anticoagulant or antiplatelet therapy prior to the procedure; however, heparin was administered during the procedure. Protamine was given as a reversal agent. There were no multiple wire or delivery sheath exchanges, and the wire was not placed in the left atrial appendage. Left atrial pressure was above 13 mmhg. The device was manipulated no more than three times and partially recaptured twice.